Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged nausea, constant headaches, difficulty breathing/short of breath. The patient also alleged chest tightness that led her to emergency road thinking she had heart attack. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea, constant headaches, difficulty breathing/short of breath. The patient also alleged chest tightness that led her to emergency road thinking she had heart attack related to a bipap device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally and unknown contamination on the top enclosure and there is no sign of contamination inside of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there were no signs of sound abatement foam degradation in the blower box.